Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and four months later, computed tomography of abdomen without contrast revealed some of the filter limbs extended outside of the visualized lumen of the inferior vena cava on the lowest cuts of this exam. One of the limbs appears to extend toward and possibly into the aorta and one extends along the right common iliac artery. There are two additional limbs extended outside of the lumen of the inferior vena cava anteriorly. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 10/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity. Approximately six years and four months post filter deployment, it was alleged that the struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.